Event description:
It was reported that during a vertical banded gastroplasty procedure, there were difficulties to open the device. The surgeon used a stapler with a first gold reload. He placed a second reload it, gold, he closed the device to staple, but it remained closed on the tissue (stomach). The surgeon managed to get the device out of the patient without consequences. They tried the device out of the patient, it still would not open. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Shrouds. The analysis results found that one ec60 device was returned with the handles open and without a reload present. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The device was closed and opened as intended. While no conclusion could be reached as to how the shrouds became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, (B)(4).